Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages after loading cartridges with insulin. Reportedly, the customer filled the cartridge with 150- 200 units of insulin. As the contact was not with the customer during the time of the call, troubleshooting by tandem technical support was unable to performed. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.